Event description:
The patient's, explanting physician reported, "capsular contracture", baker grade IV. "Rupture" and "siliconomas in the right armpit". Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, capsular contracture, baker grade IV, silicone migration, rupture.

Event description:
The patient's, explanting physician reported, "capsular contracture", baker grade IV. "Rupture" and "siliconomas in the right armpit". Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
The patient's explanting physician reported, "capsular contracture", baker grade IV, "rupture" and "siliconomas in the right armpit" . The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
The patient's explanting physician reported, "capsular contracture", baker grade IV, "rupture" and "siliconomas in the right armpit" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.